Event description:
Elevated potassium values were obtained on two pt samples which when repeated gave normal values. Normal values were confirmed on another analyzer. The problem was traced to a flow problem related to the pinch valve assembly. No action with respect to pt treatment was taken based on these results.